Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock, resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer changed the infusion set to address the bg. Customer changed tubing and loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.